Event description:
It was reported that the device is saying "no sense markers seen when a sensing test is run". The sensitivity on the atrial lead was reprogrammed. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5054 implantable pacing lead, (B)(6) 2004. (B)(4).